Event description:
Healthcare professional reported right side implant exchange with no complaint against device. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening on anterior side assessed as surgical damage. White particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported right side implant exchange with no complaint against device. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.